Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of olympus locations. Because it was found the malfunction occurred due to moisture in electrical contacts which came from the endoscope had connected to the subject device at the user facility by field service engineer of olympus europe se & co. Kg (oekg). In addition, the field service engineer had completed to check and inspection the subject device at the user facility. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of oekg, omsc surmised that the reported phenomenon was attributed to the communication failure between the subject device and the endoscope due to the adhesion of water droplets on the electrical contacts. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. However the endoscope which was connected with the subject device at the reported phenomenon occurring was returned to the service department of olympus (B)(4). And it was found the moisture inside the endoscope connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed at the preparation for the unspecified examination. The malfunction occurred among deferent 5 endoscopes and 3 light sources, and the subject device was one of those light sources. The tower was always restarted every changing the device combination. The subject device was not used to the patient. There was no patient injury associated with this report.